Event description:
A customer reported the screen on their glidescope core 15-inch fhd monitor was displaying a green and fuzzy image during use in a patient procedure. No delay in procedure, use of a backup device, or harm to the patient was reported. Following the reported event, the facility's troubleshooting identified the connected glidescope core smart cable to be the source of the issue.

Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported smart cable serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.